Event description:
It was reported that the pt complains of radiating pain in hip area and down the groin. Pt reports inability to bend leg. She states that she has limited flexibility that has progressively becomes worse. MRI and blood tests are scheduled.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.